Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The case/log files were downloaded from the device and provided for investigation. The screenshots were reviewed with the clinical team, and the reported complaint could not be confirmed. As reported the patient's native femur had significant wear on the anterior lateral cortex, the clinical team suggests to start the free collection on the side were there is no wear so that the collection generates the bone more smoothly. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the technique to collect points. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, during femur free collection, the cori prepared the bone mesh as the surgeon was collecting points. The patient's native femur had significant wear on the anterior lateral cortex and the bony mesh continued to generate bone there and would not morph to match the actual anatomy. Robotic support rep suggested collecting more points to see if the cori might change to match, so more points were collected. However, the bone model continued to show bone that was not there. The surgeon then collected special point on the actual level of the native bone and took screenshots to show the special points buried below the generated mesh. The surgery was completed, without any delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, during femur free collection, the cori prepared the bone mesh as the surgeon was collecting points. The patient's native femur had significant wear on the anterior lateral cortex and the bony mesh continued to generate bone there and would not morph to match the actual anatomy. Robotic support rep suggested collecting more points to see if the cori might change to match, so more points were collected. However, the bone model continued to show bone that was not there. The surgeon then collected special point on the actual level of the native bone and took screenshots to show the special points buried below the generated mesh. The surgery was completed, without any delay, with the same reported device. No injuries were reported. No additional bone cuts were made.

Manufacturer narrative:
H10: additional information. B5: describe event or problem.